Event description:
A customer reported obtaining imprecise sequential readings on their meter. They obtained readings of 241 mg/dl and 47 mg/dl within a 10-minute timeframe. When plotted on a parkes error grid, the results fell in the "c" zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is a final report. The customer's product has been returned and the complaint was not confirmed. No new issues were observed, all results were within range specification and no errors were observed during control solution testing.